Event description:
Pt went to (B)(6) office for medication injection. During administration the nurse attempted to retract the needle by pushing the button and the needle would not retract. FDA safety report ID # (B)(4).